Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was poor communication with the ins, the patient was not able to connect with the patient programmer (pp), they had not been able to charge the ins and they had not had stimulation in about a month. It was noted that the ins was not charged due to non-compliance. The patient also reported the pp stopped connecting to the ins with the antenna attached and then it stopped connecting without the antenna attached. A replacement pp and antenna were sent to the patient. The rep said they met with the patient on october 9th and it was determined that the ins battery was at end of service (eos). The rep noted the patient was discussing an ins replacement with their husband. No further complications were reported.